Manufacturer narrative:
New information from the customer indicates there is no allegation against the device and they were only seeking guidance as to how to proceed with their device after it had been submerged in water.

Event description:
It has been reported that the device was submerged in water.